Event description:
It was reported that a fatigue patient presented in clinic during a follow up in backup vvi mode. A device download was performed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.